Event description:
According to the patient, the device was implanted in 2005. During a recent follow up exam, a series of tees was performed, and the patient was told that her device had fractured and part of the device's wire mesh had popped out. The patient reported having three strokes, though she did not state the strokes were related to the reported fracture. Multiple requests have been made to the healthcare professional for additional information. We are awaiting this information.

Manufacturer narrative:
The following dates are estimated. Only the year is known: date of event.

Manufacturer narrative:
Following the mds review of the patient's records, it was reported that there was no evidence of a device failure or malfunction. Two post-deployment tees showed a well-seated device without residual shunt or structural abnormality. A tee was performed immediately post-deployment to determine whether or not there was thrombus on the left atrial side of the device. This was not confirmed and was refuted by the echocardiographer. The device appeared to be functioning normally on two sequential tees and her recurrent cvas are probably not related to the asd or the device. The device remains implanted and no imaging of the procedure was received. Our investigation was unable to verify the patient's initial concerns. The device was confirmed by tee to be well-seated and without abnormalities.